Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: d4 was previously submitted correctly as lot #1279362; however, the d4 expiration date, d4 unique device identifier(UDI) number and h4 device manufacture date were not updated at the time of submission. This report corrects that information. The following sections are being reported: b4: date of this report was updated. D4: lot number updated: lot #1279362. D4: expiration date updated: april 23, 2029. D4: unique device identifier (UDI) number updated: (B)(4). G3: date received by manufacturer was updated: april 24, 2024. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at tooth site #8 suffered from poor, and or improper placement. The apex was outside of the buccal bony housing. Symptoms as a result of the event: dehiscence/buccal fenestration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: d4 lot number was submitted incorrectly 1279361. Additional information was received from the customer which confirmed that the correct lot number is 1279362. This report is being submitted to relay corrected data, additional information and the device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315 and 67. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, there was no apparent damage identified or signs of malfunction that would have contributed to the reported event. Measurements match the device drawing. No allegations were reported with the returned abutment, and no apparent malfunction was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is customer error ¿ inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.